Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, in a clinical study, the patient experienced halos and starbursts following an intraocular lens (iol) implant procedure. The patient received medical intervention with bimatoprost but has not yet recovered there are two medical device reports associated with this patient. This report is associated with the right eye.